Manufacturer narrative:
B5- per updated information the lens was explanted on (B)(6) 2023. H3- device evaluation: lens was returned in liquid with residue/debris on product in a micro-centrifuge vial. Visual inspection found one of the haptics broken. Overall length (diameter) verification and functional inspection found the lens to be within specifications. Width verification could not be performed due to haptic damage. Claim # (B)(4).

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vticm5_12.1 implantable collamer lens of -4.00/1.0/29 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. The patient experienced refractive surprise, lens remains implanted. The cause of event was unknown. If additional information is received a supplemental medwatch report will be submitted.